Manufacturer narrative:
Batch review performed on 24-may-2022. Lot 2111789: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-oct-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Other devices involved: batch review performed on 24-may-2022: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2107470: (B)(4) items manufactured and released on 29-sep-2021. Expiration date: 2026-sep-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner 28/dmg (k092265) lot 2114155: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-oct-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot 2113557: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-nov-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
On (B)(6) 2022, patient had a primary left hip surgery and on (B)(6) 2022 he had a primary right hip surgery. On (B)(6) 2022 the patient came in reporting pain and instability due to signs of infection. The surgeon performed a bilateral revision surgery and revised heads and liners. The surgery was completed successfully.